Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "comparison of insulin pump therapy and multiple daily injections insulin regimen in patients with type 1 diabetes during ramadan fasting" by alamoudi r., alsubaiee m., alqarni a., saleh y., aljaser s., salam a., eledrisi m, the blood glucose values of 156 type 1 diabetics were monitored during fasting ramadan. Two groups of type 1 diabetics were observed: 95 treating via manual insulin injection, and 61 using a medtronic insulin pump. The results found that of the 61 patients using a medtronic insulin pump, the mean rate of severe hypoglycemia below 2.7 mmol/l among them was 0.99% ± 1.7%, p = 0.23). No specifics were provided regarding when the hypoglycemia occurred or how the patients treated. No hospitalizations or emergency medical assistance were reported due to the hypoglycemia. None of the insulin pumps were returned to medtronic for analysis as a result of these incidents.